Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.50x24mm synergy ii drug-eluting stent was advanced to treat the lesion. However, the distal stent strut was damaged. The procedure was completed with a 2.25x20mm synergy stent. No patient complications were reported.